Event description:
It was reported that the pt underwent an uneventful tvt procedure in 1999. Postoperatively, the pt developed mild urgency/frequency during the late fall/winer of 1999. The pt failed behavioral and pharmacologic therapy to correct the urgency/frequency. Upon examination and cystoscopy, a fistula was found between the mid-urethra and vagina. The surgeon could see the tvt mesh under the level of the urethral floor. The pt will require a primary uretrhal repair.